Event description:
It was reported that the customer received unexpected restart alarms upon changing the battery, requiring him to reset the time and date. The customer's blood glucose was 183 mg/dl. The customer had received unexpected restart alarms on six occasions, according to the insulin pump history. The alarm was recurring during normal use. Nothing further was reported.